Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump beeped and was subsequently unresponsive. The customer's blood glucose level was 380 mg/dl. The customer administered a manual injection. The customer connected the pump to a power source to charge for one hour and the pump remained unresponsive. The customer has manual injections available as alternate insulin therapy.